Event description:
Pt reported losing consciousness while preparing to eat. Pt noted that he had not tested on the suspect device prior to losing consciousness. A relative, of the pt, reportedly tested his blood glucose (while unconscious), using the suspect device, and obtained a result of 175 mg/dl. Emergency medical services were contacted, on pt's behalf, and upon their arrival (5 minutes later), pt's blood glucose reportedly measured 325 mg/dl, on paramedics' blood glucose monitor. Pt stated that he was transported to the hosp, where he was given a sonogram and blood tests, and was also treated with insulin. Pt indicated that he was released, from the hosp, the following morning. Pt's current condition: feeling good. At the time of the event, pt was testing with expired strips. Quality control testing was not performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.